Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient¿s ipg was palpable at left buttock with slight tenderness upon palpation. It was also noted that the patient's ipg was not working. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient was no longer able to charge the ipg. The patient underwent an ipg replacement procedure. The physician did not know what cause the charging issues. The patient was doing well postoperatively.

Event description:
A report was received that the patient¿s ipg was palpable at left buttock with slight tenderness upon palpation. It was also noted that the patient's ipg was not working. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
The returned ipg (sc-1110/sn (B)(4)) passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient¿s ipg was palpable at left buttock with slight tenderness upon palpation. It was also noted that the patient's ipg was not working. The patient will undergo a revision procedure wherein the ipg will be replaced.